Event description:
Additional information received indicates the patient's pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the ipg site after a fall. Physician felt the ipg had been displaced under the skin. Surgical intervention took place (B)(6)2021, in which the ipg was relocated to address the issue. Therapy was restored.